Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a laryngeal cancer surgery, the tip of the electrode fell of the procise coblator's wand, however, it did not fall inside the patient. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported. Patient's status is healthy.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrode has eroded away from use. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time.